Event description:
Endo gia autosuture was placed on tissue inside patient's abdomen via port. Instrument was checked twice by tech prior to handing to physician. Endo gia gun was fired. Physicians were unable to release endo gia from tissue. Another instrument was used to assist in the release of the endo gia. No further problems.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.